Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform a "check sensor" message with the adc device. The customer indicated that due to this issue, they experienced an adverse event in which they required treatment of either glucagon, insulin, or other medication by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report.

Event description:
A customer reported via a webform a "check sensor" message with the adc device. The customer indicated that due to this issue, they experienced an adverse event in which they required treatment of either glucagon, insulin, or other medication by a healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). No failure modes were observed upon visual inspection of the plug assembly. Visual inspection was performed on the returned sensor tail, no watermark was observed on the tail indicating an insertion failure. An insertion failure is due to the sensor not being properly inserted. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported via a webform a "check sensor" message with the adc device. The customer indicated that due to this issue, they experienced an adverse event in which they required treatment of either glucagon, insulin, or other medication by a healthcare professional. There was no report of death or permanent injury associated with this event.